Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors, sometimes had to press buttons twice. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had scratches on screen, motor sounded labored when rewinding, motor had grinding noise, unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive or motor anomaly, unexpected motor grinding noise anomaly, motor error alarm or rewind anomaly noted during testing. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment.